Event description:
It was reported that an unspecified system error occurred during use on the homechoice. The event occurred during use. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2005 was identified during a review of the event history log. Functional testing and simulated therapy were performed successfully. Internal and external inspections were performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.